Event description:
Received info the pt experienced a loss of therapeutic stimulation in (B)(6) 2010. The ins was interrogated. (Results were not provided). Revision was performed on (B)(6) 2010 and the two extensions were replaced. Pt made a good recovery.

Manufacturer narrative:
(B)(4).